Manufacturer narrative:
The device was received for evaluation.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation inspected the device and performed flow accuracy testing, which found the device to deliver within specification. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump rate would not go above 252-254, very low. The process step was not provided by the reporter. There was no known patient injury or medical intervention associated with this event. No additional information is available.